Event description:
This pt had biomet bone cement impregnated with gentamicin used to revise an infected knee. The pt experienced a reaction that was first diagnosed as toxic shock syndrome, but which may have been related to endotoxin toxicity associated with the gentamicin. I contacted biomet three times on three consecutive days, and they failed to return my calls. I suppose this is a separate issue.